Event description:
Caller reported air bubbles and gaps in the tandem mobi system, specifically within the cartridge during pumping. Blood glucose levels remained within normal range, as they did not exceed 500 mg/dl. After resolving the issue, no large air bubbles or gaps were detected post-priming, allowing the caller to resume insulin therapy. The caller acknowledged and understood the resolution.